Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a 28-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included dysuria, low back pain, urinary tract disorder and chronic obstructive pulmonary disease. Concurrent conditions included copd since 2016 and lymphangiomatosis since 2007. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and salbutamol (albuterol hfa) since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 1 month 7 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy). Essure was removed on 16-oct-2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for events pain, bleeding and bladder /urinary problem updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and device breakage ('small piece of essure coil being noted on right') in a 28-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included dysuria, low back pain, urinary tract disorder, chronic obstructive pulmonary disease, epigastric pain, nausea, cholelithiasis, von willebrand's disease, uti, constipation chronic, infection mrsa, microscopic hematuria, paratubal cyst and cervix inflammation. Concurrent conditions included copd since 2016 and lymphangiomatosis since 2007. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and salbutamol (albuterol hfa) since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 1 month 7 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic robotic da vinci-assisted hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the device breakage, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no b66020, production date 2013-08-30, expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, patient race, medical history, rcc, event: small piece of essure coil being noted on right. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and device breakage ('small piece of essure coil being noted on right') in a 28-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included dysuria, low back pain, urinary tract disorder, chronic obstructive pulmonary disease, epigastric pain, nausea, cholelithiasis, von willebrand's disease, uti, constipation chronic, infection mrsa, microscopic hematuria, paratubal cyst and cervix inflammation. Concurrent conditions included copd since 2016 and lymphangiomatosis since 2007. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and salbutamol (albuterol hfa) since 2007. On 26-mar-2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 1 month 7 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic robotic da vinci-assisted hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and vaginal infection had resolved and the device breakage, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no b66020 production date (B)(6)2013. Expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain / pain'). In a 28-year-old female patient who had essure (batch no. B66020), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she didn¿t undergo essure confirmation test". The patient's medical history included: dysuria, low back pain, urinary tract disorder and chronic obstructive pulmonary disease. Concurrent conditions included: copd since 2016 and lymphangiomatosis since 2007. Concomitant products included: paracetamol (acetaminophen) since (B)(6) 2014 and salbutamol (albuterol hfa) since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 1 month 7 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. And the depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. Batch no: b66020, production date: 2013-08-30, expiration date: 2016-08-31. Quality safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-jun-2020, quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included dysuria, low back pain, urinary tract disorder and chronic obstructive pulmonary disease. Concurrent conditions included copd since 2016 and lymphangiomatosis since 2007. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and salbutamol (albuterol hfa) since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 1 month 7 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, vaginal infection, depression, mental anguish, dyspareunia, dysmenorrhea and she didn¿t undergo essure confirmation test added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.